Event description:
It was reported that a button on the customer's insulin pump were sticking and there were cracks on the screen, battery compartment, and reservoir compartment. Customer's blood glucose was 107 mg/dl. She stated she likely had bumped the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corner, stained end cap sticker and a stripped battery cap coin slot.